Event description:
It was reported that during a vats procedure, after firing could not be opened and had to be cut out of situs. This event occurred after 3rd or 4th reload of the device. There were no anomalies noticed during preparation and firing of the instrument. A 6r45b reload has been used, the lot number is unknown. It was a laparoscopic procedure. No new incision was necessary. A new resection was made with a same like device beneath the affected instrument to cut it out of tissue. There were no negative consequences for the patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that ets45 device was returned for analysis. The closing trigger was in the open position; however the jaw was in the closed position still locked on tissue. A cartridge remains installed in the channel. In order to complete further inspection, the device housing was separated. Closure yoke was disengaged from pusher tube and the closure yoke flange was noted damaged. Scratches were observed on the jaw retainer caused by rubbing with the inner diameter of the pusher tube. Evidence of flash on left shroud jaw retainer boss was noted. The position of the tube spring on the pusher tube and yoke flange prevented full engagement of the pusher tube flange into the closure yoke. The jaw was pried open for additional inspection. All staples were found fired into the tissue. Witness marks were observed where tissue stops rub on the channel through the entire closure stroke. Dried blood on channel was found. Tissue remnant showed that the last firing was immediately adjacent to another staple line. It appears buttress material was used on both firings. The thickness of the tissue/buttress remnant was measured at 0.6mm. Additionally, score marks evident on the tissue stops and channel wall would indicate additional force would have been required to open the jaws of the instrument. The position of the spring on the pusher tube at the yoke flange also contributed to increased interference between the jaw retainer and pusher tube. The spring position also resulted in partial engagement of the pusher tube to the yoke flange. These factors increased axial force to actuate the opening mechanism resulting in separation of the closure mechanism at the yoke flange feature. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.